Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia ablation procedure with a carto 3 system and a map shift was observed on the carto 3 system during the procedure. There were no errors displayed on the carto 3 system. The medical team mapped with an octaray catheter while a cs (coronary sinus) catheter was in the body. The octaray catheter was removed from the body and a map shift was observed on the carto 3 system. The map shifted about 2cm. The stsf catheter was inserted in the body and the map slightly corrected. The map did not fully return to its original location. The patient's arm was not moved without changing their position on the mattress. Their head was not raised or repositioned on the pillow. No coughing or cardioversion occurred prior to the shift. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
On 27-aug-2025, the product investigation was completed. It was reported that a patient underwent an atrial tachycardia ablation procedure with a carto 3 system and a map shift was observed on the carto 3 system during the procedure. Device evaluation details: the issue was investigated and it was found that the user worked with metal interference, (reflected in 2 chest patch metal warning level). Map shift resulted from metal values above the threshold. The issue was identified as a user error. The system behaved as expected. The manufacturing record evaluation was performed on carto 3 # 10157, and no internal actions related to the reported complaint condition were identified. The complaint investigation results will be used for monitoring and detecting statistical signals per complaint trending and signal detection process. Form updates have been made per internal review on 22-sep-2025. - d4 primary UDI number has been updated to (B)(4). - h5 labeled for single use has been updated to "no" (it was mistakenly identified as yes in the previous report. - h8 usage of device has been updated to "reuse" (it was mistakenly identified as initial use of device in the prior report). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).